Manufacturer narrative:
Based on the review conducted on this case, lenstec was unable to perform a more thorough investigation of the complaint as the lens remains implanted. Therefore, we are unable to comment on the nature of the reported incident described and cannot corroborate the claim of exudative proliferative membrane or make any definitive statement as to its cause. Additionally, lenstec can confirm that all procedures in the manufacturing and packaging of the device were conducted correctly. Furthermore, the investigation and assessment from the medical monitor indicate there is no evidence to suggest that the incident was lens related.

Event description:
Lenstec received an email stating that "there were two patients who had the symptoms of exudative proliferative membrane in front of the intraocular lens after implanting softec hd for 4-8 days. All lenses remain implanted.